Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens remains implanted. Initial reporter first & last name: unknown/not provided, as information was asked but not provided. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting the intraocular lens (iol) into the patient's operative eye, the trailing haptic was not folded over the optic. This resulted in the trailing haptic being outside the wound. The surgeon grabbed a hold of the lens with forceps and completed the implantation. There was no harm to the patient. The iol is successfully implanted into the patient's eye. No further information provided.